Manufacturer narrative:
It was reported that the customer used the toothbrush one time and the bristles from the toothbrush broke off in the front of the customer's mouth. It was not specified how the bristles were removed, however the customer did need help removing the broken bristles from their mouth. No additional intervention was required. A new toothbrush was given to the customer and the customer is reportedly doing fine. The sample is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the customer used the toothbrush one time and the bristles from the toothbrush broke off in the front of the customer's mouth.